Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product-procedure: unable to confirm, as it is a medical event. Not related to the device. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side concern with the product. As well as fluid in right side. Also, it was reported, via rga that a hole was identified, during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma_late.

Event description:
Healthcare professional reported right side concern with the product as well as fluid in right side. Also, it was reported via rga that a hole was identified during surgery. Device has been explanted and replaced.